Event description:
This rv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2017. A product experience report was received on (B)(6) 2017 noted that this lead had infection. The physician was dr. (B)(6) at (B)(6) health ctr in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).